Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2018, a 30mm amplatzer cribriform occluder was selected for implant. During the procedure, the device deployed deformed, sombrero shaped. The device was re-sheathed and removed from the patient and another device was used to complete the procedure. No patient consequences were reported.